Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v318392, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported experienced bladder infection that started to bother her in end of (B)(6) 2014. The patient stated it got really bad again recently and health care provider informed patient that she was very red on the inside. The patient was on antibiotics and she was in bed for a few days. The patient stated it has been years since she used the interstim implant, she just forgot about it and didn't realize that her neurostimulator had a battery that would run out. The patient had not checked her neurostimulator but would make an appointment to get it checked with the health care provider. A follow-up report will be sent if additional information becomes available